Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap of the insulin pump was damaged. The customer's blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Drive support cap was inspected and no anomaly was noted.